Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device signs of usage on its overall surface. Additionally, some organic debris was observed on the active tip. No other anomalies were noted. A functional test was not performed for this device. Device was sent to the supplier for further investigation. Manufacturing investigation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging, only a bag and outer box, no blister. The tip is used, residue on active tip. Handle assembly is in good condition. Cable and plug are in used condition. Procedural debris in suction tube. The device returned for investigation was found to pass all electrical checks. The handswitch buttons were pressed and held repeatedly for 2 minutes with no issues seen. The "permanently active" complaint could not be substantiated in this instance. The conformal coating around the pcb board was also in good condition, with no evidence of any saline on the switches. The device failed suction flow rate testing, pre and post activation indicating residue in the suction path. This failure could be substantiated and can be attributed to procedural tissue debris. The overall complaint was confirmed as the observed condition of the vapr tripolar 90 suction elect would have contributed to the complained device issue. Based on the investigation findings, the potential cause for clogged suction is traced to procedural variables, such handling of the device or product interaction during procedure; as per the instructions for use; do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during a subcromial decompression surgical procedure the vapr tripolar 90 suction elect device electrode tip was permanently active and the suction was clogged. It was not possible to power off active tip. The surgery was completed with another electrode. No patient impact or surgical delay was reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.